Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the remote monitor was unable to complete the telemetry phase. Troubleshooting steps were taken to no avail. The caller was referred to the clinic for follow up. No information could be obtained through follow-up attempts with the clinic. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.